Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative was able to confirm the system messages (via event logs). The core module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 2, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical technician reported that during a procedure the laser continued to fire in stand by mode. The case was completed with no harm to the patient.